Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set occlusion event on (B)(6) 2024. Occlusion was located in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information available.